Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.

Event description:
A vns treating physician in belgium reported to our country rep that they had a pt who came to clinic and had high lead impedance over 10000 ohms. The pt's vns generator was programmed off and the pt has been getting more and more seizures. It is unk if these are above or below baseline and if occurring after their vns was programmed off or prior to that time. The pt has not been seen again in clinic since this time. Investigation is underway.